Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt the left ventricular lead could not be implanted due to patient anatomy. The lead was not implanted. It was further reported that a small coronary sinus dissection occured. No patient complications were reported as a result of this event.